Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by cloudy pd effluent coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was suspected to be due to the patient continuing to use an unspecified solution bag (on unspecified date) that had a small hole and leakage occurred upon pressing on the bag, however, the actual cause of the peritonitis was reported to be unknown. On the same day as being diagnosed with the peritonitis, the patient was hospitalized for the event. On an unreported date, the patient was treated for the peritonitis with an unspecified antibiotic intraperitoneally (dose and frequency not reported). At the time of this report, the patient was still hospitalized and was scheduled to be discharged in the next week. At the time of this report, the peritonitis was resolving, the patient was recovering from the event, and dianeal therapy was ongoing. No additional information is available.